Event description:
It was reported that a pericardial effusion, cardiac tamponade, and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. Approximately 1.5 hours post procedure, the patient experienced cardiac arrest due to pericardial effusion, perforation of the laa wall, and cardiac tamponade. The patient was intubated in response to this event. The patient was extubated one day post procedure and pericardial drainage was performed three days post procedure. The pericardial effusion did not grow following this intervention. The patient recovered and was discharged home five days post procedure.

Event description:
It was reported that a pericardial effusion, cardiac tamponade, and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. Approximately 1.5 hours post procedure, the patient experienced cardiac arrest due to pericardial effusion, perforation of the laa wall, and cardiac tamponade. The patient was intubated in response to this event. The patient was extubated one day post procedure and pericardial drainage was performed three days post procedure. The pericardial effusion did not grow following this intervention. The patient recovered and was discharged home five days post procedure. It was further reported that the pericardial effusion was observed around the aorta and laa during the procedure. The perforation was around the distal end of the laa. A 6.6mm increase of pericardial effusion was observed in front of the right ventricle. It was further reported that there was no change in blood pressure and tamponade was not observed during the procedure.